Event description:
Device #1 malfunction: difficult placement. Symptoms/ae: embolic stroke. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, placement of the rx accunet was difficult due to the vessel tortuosity. The buddy wire technique was used, and the device was successfully placed. While deploying the rx acculink stent, the stent moved upward, not fully covering the target lesion. An xact stent was placed covering the proximal lesion; however, during the deployment of the xact stent, the patient had a short episode of hypotension treated with a bolus of neosynephrine and experienced a stroke displaying aphasia and flaccidity of the right side. Two days post-procedure, an MRI showed eight small areas of embolic infarcts in the bilateral frontal, left parietal precentral gyri. The patient started improving almost immediately, and five days post procedure was back to baseline and discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The device was not returned. Difficulty placing the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient's disease state, pre-dilatation strategy, device placement technique, and accessory device support. The heavily tortuous vessel of the patient could have been contributed to he event. Embolic stroke is a known possible adverse event associated with the use of the device, as listed in the rx accunet instructions for use. A review of lot history records did not reveal any non-conformities, which could have contributed to this event. Device #2, the rx acculink stent part number 1011344-40 lot number 9011551, is being filed under a separated medwatch report.